Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an aneurysm located in the internal carotid arter with unknown diameter. It was noted that the patient's vessel tortuosity was unknown. It was unknown if the dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that after the first unsheath of the pipeline device, a single shot angiographic check was performed to confirm proper distal braid opening. It was then observed that the braid had deformed from its expected configuration and fail to open at distal location. It is unknown whether the pipeline was positioned in a bend. The amount of pipeline deployment at the time it failed to open is unknown. The pipeline was resheathed less than or equal to two times. No additional steps or other devices were required in attempts to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.